Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pyxis not communicating. Medication not crossing over or showing up on the pyxis to pull for patient.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pyxis not communicating. Medication not crossing over or showing up on the pyxis to pull for patient.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: h6 (device problem code and component code). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating, and the medication was not crossing over or showing up on the station to pull for patient. A technical support specialist (tss) remotely accessed the station and identified that four devices were showing "stopped downloads" in the healthsight viewer. Additionally, the data synchronization debug logs showed no variation, and the applier logs reported no errors. The station time was verified to be correct. The tss confirmed with the customer that a specific medication order was not displaying at the station. Further investigation revealed that all four affected stations, while showing the correct time, were off by one day, displaying the date as 6/15 instead of 6/16. The tss corrected the date discrepancy, which resolved the issue. The customer confirmed that the problem was resolved. The system functioned as intended after the technical support specialist troubleshot the device.